Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having alarm 401: "inspiration valve or device leaky. Furthermore, there was no patient associated with the event. The alarm issue was first noticed by biomed representative during annual preventive maintenance and then the user reported the same alarm but no information when exactly it occurred.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical determined root cause as due to defective blower assembly. Vyaire medical initiated to install a known good micronel blower assembly, performed testing and passed.